Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not form correctly. Another device was used to complete the case with no patient consequence. The device was discarded however the "clip" is being returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was not returned; only a scissor clip was received inside a plastic bag. No functional test could be performed due to the device was not returned for analysis. It could not be determined what may have caused the reported incident. The batch record was reviewed for the lot number provided by the customer and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.